Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but with no result. The device referenced in this report was returned for eval. The eval revealed that the nozzle was chipped at the edge. This nozzle was found to be sharp and it failed the cotton test. The nozzle was examined under a microscope and no evidence of biomaterial was found inside. There were dents and scratches noted on the distal end cover, which are attributed to physical damage. The angulations were all within standard. There were slight scratches on the surface of the objective lens. The bending section was manipulated in the same direction and curved without any irregularities in shape. The upward and downward control knob was clicking when rotated in the upward direction. The image was checked and was working appropriately. The exact cause of the pt's outcome could not be conclusively determined; however, the condition of the nozzle cannot be ruled out as a contributory factor to the reported event. The device instruction manual instruct users "to inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Never use the endoscope on a pt if an irregularity is observed. Damage or an irregularity in the instrument may compromise pt or user safety." This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy procedure, the angulation was off and was scarring the mucosa. No further info was provided.